Manufacturer narrative:
The investigation for the reported sepsis/infection has been completed. The device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause of the reported issue. According to clinical details, there were other graft site infections reported with different patient on different pumps. Therefore, it is likely that the infection was related to patient conditions as the device is sterilized under validated conditions and there was no evidence to indicate a break in the sterile barrier or pump contamination.

Event description:
Parent complaint (B)(4) reported a graft site infection. This was reported on MDR 1220648-2023-05067. The customer reported three prior infections with unknown dates of occurrence or case numbers. This record serves to capture complaint 1 of 3 from this historical group of complaints.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿